Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient presented to the emergency room for generalized weakness and black tarry stools. The patient recently had valsartan added to their regimen and had not been able to complete daily living activities. Log files were submitted for review. The event log captured 126 pulsatility index (pi) events. There were no other unusual events seen within the log files. The mechanical circulatory support equipment appeared to be operating as expected.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be established through this evaluation. Evaluation of the submitted log files did not reveal any notable events or alarms. The pump appeared to operate as intended at the fixed speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remained ongoing on the hm 3 lvas, serial number (B)(6), until the patient later passed away on (B)(6) 2024 as reported under MFR #: 2916596-2024-52468. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 of the IFU lists bleeding as an adverse event that may be associated with the use of the hm 3 lvas. This IFU also provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.